Event description:
It was reported "during this operation, a foreign body remained inside the vein. The patient was transferred the next day for surgery to remove the foreign body." A detailed description of the event: on (B)(6) 2021 there was a PICC line installation in fluoroscopy. During this procedure, there remains a foreign body (parcel of the guide?) Inside the vein. The patient was transferred the next day to surgery in order to proceed with the removal of the foreign body ( materiel du power PICC/guide) what type of catheter securement was utilized: no fixation was used, the event occurred while performing the fluoro catheter. Additional information received: the event took place on (B)(6) 2021. It was during the installation of the PICC line, when the guide was removed, that it was realized that part of the guide had remained in the vein. The patient had to undergo surgery the next day to remove the foreign body.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed. One 0.018 in. Guidewire in a plastic hoop, one sealed 6 fr triple lumen powerpicc kit, and the open kit packaging for another 6 fr triple lumen powerpicc kit were returned for evaluation. An initial visual observation showed the core wire guidewire returned outside of a kit was broken and the coiled wire was unraveled. The weld tip of this sample was found to be missing and was not returned. A microscopic observation revealed the break site of the core wire of this sample was tapered with an angled fracture surface, which was flat and granular in texture. The coiled wire of this sample was observed to be severely unraveled and frayed at its distal tip. No damage was observed on the guidewire returned in the sealed kit. The features observed on the broken guidewire sample indicate it was most-likely broken due to excessive tensile (pulling) force. A lot history review (lhr) of reew2834 showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "during this operation, a foreign body remained inside the vein. The patient was transferred the next day for surgery to remove the foreign body."